Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention products for the reported lot number. Manufacturing batch record review did not uncover any abnormalities. Retention products were tested with negative clinical urine and serum. Results were read at 3 to 4 minutes and 5 to 6 minutes respectively. All devices correctly yielded negative results. No false positives were observed. A root cause could not be determined based on the information provided.

Event description:
It was reported by a distributer that there were several instances of false positives occurring while using the hcg stat urine test. The customer was unable to provide frequency, date of occurrence, patient details, etc. As she is not the end user. Customer did discuss one particular instance where a patient insistent she could not be pregnant. The patient was 6 weeks postpartum and was coming into the facility to have an iud inserted. The patient was retested twice on the hcg stat urine test. The first retest was positive while the second retest was negative. The facility decided to have the patient sent for confirmatory testing and performed a serum quant which came back negative. Details regarding the serum quant test were unavailable. Customer states the iud was placed based off of the serum quant result. No further information regarding storage, technique, or handling available.